Event description:
Patient had essure devices placed (B)(6) 2010. Her hsg on (B)(6) 2010, reflected a perforation and patency of the right tube. She presented to her physician on (B)(6) 2011, with pain in her lower right quadrant pelvis area accompanied with nausea and vomiting. An ultrasound indicated the right device was in the endometrial cavity and sitting on top of the uterus. On (B)(6) 2011, a hysterectomy was performed by her physician. The physician decided to remove the uterus due to the patient's pain. Physician did not return any communications regarding medical necessity of the hysterectomy or resolution of patient's symptoms. On (B)(6) 2012, we received confirmation that the patient's pain symptoms had resolved.

Manufacturer narrative:
(B)(4).